Event description:
This is a report of a patient who experienced a breach in aseptic technique and acquired peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as poor hygiene and the environment not cleaned prior to starting therapy. The patient was hospitalized for the event and began treatment with cefazolin intraperitoneally (1 gm daily). The patient was later discharged from the hospital and reported to be ongoing but improving from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.